Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unk), the device displayed "pacer spikes" and showed no indication of a "p-wave". Complainant indicated that there was not adverse effect to the patient due to the reported malfunction.